Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted. The setscrews of the new ICD were stuck so a second new ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).